Event description:
During a product demonstration, the unit incorrectly identified the syringe size when the syringe was improperly loaded. There was no pt injury or treatment associated with this event.